Manufacturer narrative:
A review of the device¿s serial number history did not identify any prior similar complaints. The device was returned for evaluation; however, the reported allegation could not be reproduced during testing. Therefore, the alleged device failure was not confirmed. The probable cause remains undetermined. CAPA: zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report alleging that the pump did not stop infusion upon air reaching the pump. The reported treatment was hydration; the specific fluid/medication was unknown. No further information was provided. No patient harm or injury was reported.